Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. D4: batch # 388c11. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: "was this the first attempt to reload of was the device already fired? No this was not the first attempt. The device was loaded once and fired. The tech removed the first reload and tried to reload the device. The first reload broke after it was removed." Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 388c11, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that when they tried to reload and it wouldn't load. They checked the cartridge/anvil and nothing seemed to have shown as to why it shouldn't have reloaded properly. Used another device to complete. No fragments made. No patient harm.